Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the sensor. Customer changed the sensor last night and had a calibration error the day before. Customer's blood glucose was getting really low but it never went off. Customer changed the sensor last night and it was reading low at 63 but her blood glucose was 180 mg/dl. Customer recalibrated and received a calibration error twice. Customer then received a sensor end alarm. Customer currently does not have a sensor inserted and the feature is turned off. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer mentioned she was having a low blood glucose level in the middle of the night on sunday. Customer was sleeping and was then given glucagon shots. Customer checked and her blood glucose level was 34 mg/dl. Customer stated that the paramedics were not called. Customer spoke with her doctor and scheduled an appointment today. Customer declined to troubleshoot for low blood glucose at this time.